Event description:
The customer reported that the ventilator only keeps oscillating when the start/stop button is held press, if they release the button the driver stops and no alarms are generated. Sometimes by pressing the button more than a few times it starts to work, but when they stop the driver and try to start it again the problem occurs. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the ddi pcb fixed the reported issue.